Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2018 maquet (B)(4) became aware of an incident with one of surgical lights- hanaulux 2000. As it was stated and issue with the spring arm occured. (B)(4).

Event description:
Manufacturer reference number - (B)(6).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). This report relates to customer complaint registered with company¿s internal number (B)(6) that concerns the breakage of a surgical light spring arm - the spring arm broke on the welding point and the light head was hanging on the wires. At the time when the event occurred the device was being used for patient procedure, thus the patient was involved in this case, fortunately no adverse outcome was reported. It was established that the surgical light did not meet its specification and it contributed to the reported scenario. The complaint was decided to be reported to competent authorities in abundance of caution and based on the potential related with cupola falling down. Upon performed investigation, it was confirmed that the weld at the front pivot of spring arm broke. The breakage appears to have been caused by a tearing of the spring arm tube on the edge of the welding joint. The contributing factors are: excessive or repetitive mechanical stresses and intensive use. When reviewing reportable events for the issues with falling cupola or spring arm for hanaulux 2000 devices we were able to establish that there is an apparent trend with the issue at hand, however the reported malfunction has never led to serious injury or worse. To prevent any other similar incident this type of issue has been already a addressed with a field action (in us: FDA reference (B)(4)).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074; exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer reference number - (B)(6).